Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03204. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is 00813024013181. Approximate age of device- 2 years (calculated from the date when the modular cable was issued to the patient.) Manufacturer's investigation conclusion: the evaluation of the returned modular cable revealed the entire length of the returned hm3 modular cable was covered with an electrical tape. Both bend reliefs were discolored and there were some debris inside the inline connector; however, all the pins appeared unremarkable. The tape was removed to inspect the outer jacket. There were two areas (~8 and 10 in from the inline connector) where the outer jacket was torn and the polyurethane around the torn areas showed a cracked surface. The outer jacket material appeared to have expanded causing the ends of the tear to push together. The modular cable was electrically tested and it failed immediately after the test was initiated. The polyurethane sleeve, kevlar shielding, and bionate were removed to examine the underlying wires. A fractured/severed orange wire was noted approximately 2.5 in from the inline connector. There were also several areas where the wires were kinked. Further evaluation revealed significant damage on the green and black wires insulation and holes in the red and orange wire insulation. Heartmate 3 IFU explains how to replace the modular cable and that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. This document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. This IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate iii lvas patient handbook informs the user that was also available at the time of implant. Damage to electrical wires inside the driveline can occur even if not visible outside. Be alert for signs of driveline damage, including (but not limited to): the system controller alarming when the driveline is moved or when you change position, high pulsatility index (pi) readings on the system controller, occurrence of a driveline fault alarm feeling pump vibrations, fluid oozing from the external portion of the driveline, and pump stopping. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with driveline fault alarms on their system controller. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed odd strings of supplied voltages observed when the patient is connected to battery power. There was also a reported controller internal fault observed and 3 seconds later the patient was experiencing a driveline power fault error; however there were no other unusual events noted in the event history and the pump appears to be maintaining within set pump parameters as intended. The patient¿s system controller and modular cable were exchanged. No additional information provided.

Manufacturer narrative:
Incidental finding of open fuse from the system controller ( serial number- (B)(4)) was confirmed and was caused by the damage of modular cable. Manufacturer's investigation conclusion: the report of a driveline power fault alarm was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed a compromised pcb component (open fuse). The open fuse was successfully replaced and the system controller operated as intended with no active alarms. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved from the system controller and contained events recorded from (B)(6) to (B)(6) 2017. The information recorded on (B)(6) at 6:15 revealed that a controller internal fault/driveline power fault alarm associated with power line b became active. The alarm remained active until the end of the log file when the controller was disconnected from the system. In conclusion, the open fuse which resulted in a driveline power fault alarm appeared to be a result of the compromised wires within the modular cable returned with the system controller.